Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump's alarm volume was too low and sounded "fuzzy". The customer reverted to an alternate method of insulin therapy. The customer experienced a low blood glucose (bg) level of 47 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.